Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A male patient with aaa and left iliac artery occlusion underwent stent graft placement on (B)(6) 2013. The cxi catheter was used for the pta of the left iliac artery. The lesion was calcified and totally occluded. Another manufacturer's wire guide (radifocus, 35 degree angled) and the cxi catheter were advanced through the lesion suing a retrograde ipsilateral approach. Then the physician attempted to remove the cxi catheter, leaving the wire guide in situ. However, the catheter was damaged during removal and separated at approx. 15 cm from the distal end. There was no resistance felt during advancement or removal of the device. The catheter fragment remained in patient but the physician decided not to remove it. The physician commented that the lesion is totally occluded and the catheter fragment remained in the stenosed area, so it would not cause reocclusion.